Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Additional information obtained indicated that the patient has had several surgeries; the first one was a proximal humeral fracture that failed and had converted over to a reverse. The patient fell again and the shoulder was presenting to be infected. The surgeon told the patient that he could attempt to wash out the shoulder to irradiate an infection before pulling all components out. The surgeon removed the poly cup and glenosphere to wash out behind the components; he then replaced the poly cup and glenosphere. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address infection.